Manufacturer narrative:
Preventative maintenance was conducted, there was no issues found with the table tilt or the table locking. The investigation concluded that a user error occurred. The user facility chose not to discuss the details of how the incident occurred. In-service training was scheduled to refresh their understanding of correct usage of the table.

Event description:
It was reported when the table was being tilted the table would not stop and the patient fell off the table. The patient may not have been properly strapped to the table.

Event description:
It was reported when the table was being tilted the table would not stop and the patient fell off the table. The patient may not have been properly strapped to the table.